Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer had symptoms of feeling sick, throwing up, being in pain, and their blood glucose started going up. Their blood glucose during the incident was 400 mg/dl. They were admitted to the hospital on (B)(6) 2017 with a high blood glucose of 450 mg/dl. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customer was placed back on the insulin pump and their high blood glucose went high again. Troubleshooting was performed on the insulin pump and insulin exited without incident. The basic occlusion test was performed. The device did not pass the first test but they did another basic occlusion test and the device passed. The device will not be returned for analysis.